Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box data revealed multiple replace battery alarms and evidence of short battery life. There was moisture corrosion observed in the battery compartment. The electrical current draws measured within specifications. The leak test failed due to a battery compartment leak. The pump was opened and no moisture was observed on internal components of the pump. Unrelated to the initial complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. The reporter alleged that the battery compartment was cracked with evidence of moisture inside. It was alleged that the battery cap had never been replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.